Event description:
It was reported that the patient underwent a sling procedure 2005 for mixed urinary incontinence. There was no intraoperative or immediate postoperative complications and the patient was discharged home the following day with a normal voiding pattern. At the eight week follow-up, the patient reported having a urinary tract infection, the event resolved following treatment with medication.